Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited water had been found in the water-resistant cap, seen through the video processor. The issue occurred during a diagnostic gastroscopy procedure, which was completed with a similar device. There had been no reports of patient harm.